Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by a tavr patient through social media, 'I had this value replacement in 2019. I went into cardiac arrest and had to be shocked back to life. I was taken back to surgery where an implant pacemaker was implanted.' No further information is available at this time.

Manufacturer narrative:
Corrected information: section h6 additional information: section b5, section h6, section h10 the sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), complete heart block is a potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure itself, patient factors (atrial fibrillation) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Medical records review revealed a 26mm sapien 3 valve was successfully implanted in the aortic position via the transfemoral approach. Post valve implant, trivial paravalvular leak (pvl) was observed. Intra procedure, the patient had some degree of heart block and short periods of atrial fib or flutter with rapid ventricular response (rvr). Post procedure, the patient's rhythm maintained satisfactory stable to allow for removal of the pacing lead and the patient was transferred to the ICU. On postoperative day (pod) 2, complete heart block with hypotension occurred. The patient was brought back to the cath lab and a temporary pacer was placed. On pod 4, a permanent pacemaker was implanted for paroxysmal atrial fib, intermittent heart block. The issue was resolved, and the patient was discharged in stable condition. The valve remains implanted in the patient.